Event description:
Six (6) balloons were put on the endoscope and had holes in the same area. Six were retrieved, 4 were sequestered and 2 were discarded. The remaining 14 from the bag of 20 were not used and were sequestered."